Manufacturer narrative:
Reporter is a synthes employee. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during the surgery it was noticed that the guide wire was not fitting in the nails. There was no surgical complications and patient consequences. Concomitant device reported: unknown nail (part# unknown, lot# unknown, quantity# 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil, selected flow: device interaction/functional . Visual inspection: the received connecting screw, cannulated, for expert tibial nail is in a very used condition. The thread flanks are worn and the shaft surface about the threaded part is roughened on a length of about 4mm. There are clearly visible stress marks at the shaft and also at the head are stress marks visible. The hexagon on top has impression marks from often use. Investigation conclusion: the complaint is confirmed as the worn thread and the roughened and therefore widened surface at the shaft have on influence on the insertion force of the connecting screw. After a visual inspection per guidance provided in windchill document # 0000277191, section 13 for shafts, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 03.010.404, synthes lot number: u129565, supplier lot number: n/a, release to warehouse date: feb 11, 2011 , expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.